Manufacturer narrative:
Updated data: b5. D9. H3. H6. Fdm/annex b code b21, fdr/annex c code c21, fdc/annex d code d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated a misload was not observed during loading, however, node overlap to the 2nd node was observed during loading. Additionally, a post-implant balloon aortic valvuloplasty (bav) was not required to resolve the infold, and a procedural delay did not occur. Per the physician, there was nothing in terms of patient anatomy that contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
H10 - product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside its original jar filled with clear unknown solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible with signs of severe creases. As received, all leaflets appeared to be in a partially closed position with a gap between the free margins. All commissures appeared intact. The valve was received in a partially crimped state. The valve was submerged in a warm saline bath. The valve maintained a slight compressed condition possibly from being in the received crimped state for an unknown duration of time. Frame imprints and small tears were found on the valve skirt. There were no outward signs of damages on the frame. Due to the condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: based on the review of the device history record (DHR) from involved valve f584383 with date of manufacture in 15.05.2023, was confirmed that all process requirements and device specifications were met as outlined in applicable procedures and device master record (dmr) prior to release for distribution. All materials used were as per the requirements of the DHR/ bill of materials (bom). There was found rework and functional retesting references in the applicable quality records with acceptable dispositions; therefore, there is no connection to this complaint event. There are no non-conforming material requests (ncmrs) nor deviations associated to involved valve. There are no correlations nor manufacturing issues identified related to this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the information available, the root cause of the frame expansion cannot be assigned. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a conclusive root cause could not be confirmed from the information provided. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by a valve loader. During the first deployment attempt, while the valve was deployed to 80%, the valve was constrained. The valve was recaptured. During the second deployment attempt, the valve was still constrained and appeared to have an infold of the valve frame. The valve and the delivery catheter system (dcs) were withdrawn from the patient. A new valve and a new dcs were opened and used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.